Event description:
It was reported that this pacemaker exhibited out of range pacing impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, it was noted that this device stored atrial episodes that contained noise. The patient experienced palpitations. No additional adverse patient effects were reported. At this time, this device system remains in service.